Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had been as high as 400 mg/dl in the morning and that the insulin pump had run through more batteries than usual. The blood glucose reading was 68 mg/dl at the time of the call and the customer treated with sugar pills. The customer treated the high blood glucose with the insulin pump. The customer reported that the drive support cap appeared normal. The customer declined further troubleshooting and was advised to call back if the issue persisted and to contact a health care professional.